Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the century sterilizer and racks to be operating according to specifications. Upon speaking to user facility personnel, the technician discovered that the injury occurred due to the employee rapidly pulling the fully loaded racks. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury to their wrist while quickly pulling a loaded rack out of their century sterilizer. The employee did seek medical treatment, but the user facility did not specify what medical treatment was administered.